Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy combo of nickel+alpha ,gal any red meat,dairy, nuts, certain greens, alliums, chocolate, whole-grain anything') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), malaise ("I was so sick"), food allergy ("allergy combo of nickel+alpha ,gal any red meat,dairy, nuts, certain greens, alliums, chocolate, whole-grain anything") and milk allergy ("allergy combo of nickel+alpha ,gal any red meat,dairy, nuts, certain greens, alliums, chocolate, whole-grain anything") and was found to have weight decreased ("I lost weight") and weight increased ("weight increased"). The patient was treated with surgery (hysterectomy). At the time of the report, the allergy to metals, inflammation, weight decreased, malaise, food allergy, weight increased and milk allergy outcome was unknown. The reporter considered allergy to metals, food allergy, inflammation, malaise, milk allergy, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report : medical device removal, inflammation, I lost weight, I was so sick, allergy combo of nickel+alpha ,gal any red meat,dairy, nuts, certain greens, alliums, chocolate, whole-grain anything. Amendment: the report was amended for the following reason: coding correction received- events added: allergy of dairy, allergy of nickel. Event medical device removal deleted and surgery added to allergy to metals. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy combo of nickel+alpha, gal any red meat, dairy, nuts, certain greens, alliums, chocolate, whole-grain anything') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), malaise ("I was so sick"), food allergy ("allergy combo of nickel+alpha ,gal any red meat,dairy, nuts, certain greens, alliums, chocolate, whole-grain anything") and milk allergy ("allergy combo of nickel+alpha ,gal any red meat,dairy, nuts, certain greens, alliums, chocolate, whole-grain anything") and was found to have weight decreased ("I lost weight") and weight increased ("weight increased"). The patient was treated with surgery (hysterectomy). Essure was removed in 2015. At the time of the report, the allergy to metals, inflammation, weight decreased, malaise, food allergy, weight increased and milk allergy outcome was unknown. The reporter considered allergy to metals, food allergy, inflammation, malaise, milk allergy, weight decreased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced inflammation ("inflammation"), malaise ("I was so sick") and multiple allergies ("allergy combo of nickel+alpha ,gal any red meat,dairy, nuts, certain greens, alliums, chocolate, whole-grain anything") and was found to have weight decreased ("I lost weight") and weight increased ("weight increased"). The patient was treated with surgery (hesterectomy). Essure was removed in 2015. At the time of the report, the medical device removal, inflammation, weight decreased, malaise, multiple allergies and weight increased outcome was unknown. The reporter considered inflammation, malaise, medical device removal, multiple allergies, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported from social media report : medical device removal, inflammation, I lost weight, I was so sick, allergy combo of nickel+alpha ,gal any red meat,dairy, nuts, certain greens, alliums, chocolate, whole-grain anything. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.